Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2017/reuse removed.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a premature ventricular contractions ablation procedure using an 8f sheath. Reportedly, this access site was in an artery with other devices used in the vein. The prostyle footplate was opened and pulled up to the vessel wall; however, the device felt shallow, as if it stopped short of the vessel wall. The footplate lever was closed, yet the device was yanked out as it was found stuck in the subcutaneous tissue. The footplate was open when removed; however, it was opened and closed successfully outside the patient, so the device was reinserted and functioned as intended achieving hemostasis in the artery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - reuse. H6: medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.